Event description:
It was reported that during an unspecified procedure, the pt graphix guide wire was cut by the rotablator burr. The physician had a rotawire guide wire in the lad and pt graphix guide wire in the circumflex. The lesion in the lad was ablated and then the physician ablated the left main. While ablating in the left main, the rotablator burr (size unknown) cut the pt graphix guide wire located in the circumflex. After several hours attempting to unsuccessfully retrieve the wire, the procedure was stopped and the patient was kept in the hospital over the weekend. The physician planning on bringing the patient back on the following monday to retrieve the wire. The patient returned to the cath lab on monday and it was discovered that the fractured segment of the pt graphix guide wire had subsequently fractured in to three pieces over the weekend. Attempts to retrieve were unsuccessful and the patient subsequently expired. A stent was placed in the lad; however, it is unknown when this was done. It is also unknown why surgical intervention was not attempted. Additional information has been requested.

Manufacturer narrative:
The wire was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.